Manufacturer narrative:
E3: additional reporter phone number (B)(6). This file was originally incorrectly filed under registration number mrn 9617604-2025-00214-00. The date of that submission was (B)(6)2025. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a drug leak from the 0.2 micron filter infusion set. The issue occurred during infusion. There was a therapy delay. There was patient involvement. There was no injury, and no medical intervention needed.

Manufacturer narrative:
One new sample was received. The new sample was leak tested at 45 psi as per manufacturing procedure using a hydrostatic pressure pump. No leaks were observed. The complaint of leakage cannot be confirmed nor replicated. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.